Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that they did not replace the ins. They lost track of the battery life. About 4 years after the initial implant the patient kept telling the hcp that there was something wrong and the device was not working. They complained that they were using 4-5 diapers a day. They kept messing with it and sending shocks up their leg and everything else whey they checked the impedance. They did not know how to check the life of the battery. After about the 5th time that patient went to hcp and complained they told her that they did not change the battery and they wanted to do another surgery. They determined the battery came to eos in 2015. Patient said ¿no way.¿ they got a second opinion and now doing a therapy where they put the needle in their heel. Patient called to ask is they were able to get MRI¿s in the future if they were no using the device anymore. There were no further complications reported.